Event description:
It was reported that the patient presented to clinic with an alert for high, out of range hv lead impedance. The patient had received successful hv therapy one week prior, and since that time consistently high, out of range hv impedance measurements have been noted. Review of a recent remote transmission revealed a potential svc issue. During isometric testing, multiple high, out of range impedance measurements were observed on the svc vectors. Programming changes were recommended.